Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search revealed no additional complaints against the related part and lot combinations. Adherence to rehabilitation protocol is unknown. A definite root cause for the reported issue cannot be determined with the information provided.

Event description:
It is reported the patient was revised due to dislocation. During the revision surgery foreign matters of black debris were found in the fitting portion of the head.